Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, it was reported that the pump should have had 25 units in it and it went down to 4 units without knowing what happened to the insulin. The reporter denied that the patient experienced an adverse event. This complaint is being reported because the pump had less insulin remaining than expected.